Manufacturer narrative:
The device was returned and the evaluation found that the fiber bonding in the outer tube area (distal end) was damaged, the protector of the video cable section was overstressed, and the video cable was broken causing a green image. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the laparoscope exhibited that a video cable was broken causing a green image. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was determined that there were alternating colored images (violet or green). After dismantling the device and checking the individual components, the image error could be assigned to the cable-unit which was attributed to wear and tear. A defect in the complete cable-unit was found under the bend protection sleeve (strain relief). The gray special protective conduit was also overloaded. Another defect was found on the outer tube which was attributed to improper handling (external force). The fiber composite of the optical fibers is damaged at the distal end. It was recommended to replace the cable-unit and outer tube. Olympus will continue to monitor field performance for this device.